Manufacturer narrative:
The device was returned and investigated. The returned device analysis could not test the reported difficult to open or close (gripper actuation - single) as the clip was not returned for analysis. The reported entrapment of device could not be replicated in a testing environment as it is related to patient anatomy and/or procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. The reported patient effect of foreign body in patient as listed in the mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported entrapment of device appears to be due to procedural conditions as the anterior leaflet got stuck on the gripper arm during the procedure. The reported difficult to open or close (gripper actuation - single) was likely a cascading effect of the reported entrapment of device as the gripper was eventually able to lower after troubleshooting. The reported foreign body in patient was a result of entrapment of device as the clip had to be deployed in an unintended location. The reported unexpected medical intervention was a result of case specific circumstances as the leaflet stayed stuck on the arm and the clip had to be deployed as is. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with mr grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve, both leaflets were in the clip perfectly, but the anterior leaflet was stuck on something, possibly on the gripper arm. An attempt was made to free the anterior leaflet from the clip without success. To avoid causing injury, and since the grasp and perpendicularity were great, the decision was made to deploy the clip. However, the anterior gripper would not lower. The clip was closed to 60 degrees, the clip was locked, and the anterior gripper dropped this time and the clip was implanted. The patient left the operating room with 1+ mr and the following day, mr was 0+. The patient is feeling great and was discharged. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.